Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available. Additional information indicated that the spinal cord stimulation (scs) patient was experiencing charging difficulties, specifically struggling to maintain the battery level required to activate MRI mode. To address the issue, a revision procedure was performed in which the implantable pulse generator (ipg) was removed and replaced. The patient is recovering well postoperatively and has reported positive outcomes. In accordance with facility policy, the explanted device will not be returned.